Manufacturer narrative:
The leads were not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. This investigation is unable to determine a probable cause for the complaint and the conclusion code, cause not established, will be used. Correction on block b5, e1 and d6b. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model number: sc-2138-50, serial: (B)(6), batch: a18596, UDI: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that these spinal cord stimulation (scs) devices remains implanted in the patient. No additional adverse patient effects were reported.

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices are unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model number: sc-2138-50, serial: (B)(6), batch: a18596, UDI: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
Correction on block b5, e1 and d6b. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138500, model number: sc-2138-50, serial: (B)(6), batch: a18596, UDI: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that these spinal cord stimulation (scs) devices remains implanted in the patient. No additional adverse patient effects were reported.